Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: as bd had not received any sample, photo, catalog number, or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as bd had not received any sample, photo, catalog number, or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Root cause description: as bd had not received any sample, photo, catalog number, or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Rationale: as bd had not received any sample, photo, catalog number, or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that unspecified bd needle was involved in a needlestick event because the safety shield was difficult to operate. Medical intervention unknown.

Event description:
It was reported that unspecified bd needle was involved in a needlestick event because the safety shield was difficult to operate. Medical intervention unknown.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.